Event description:
It was reported by the dealer that the chair had a left motor lock up spinning the patient to the left, tipping the chair and patient to the ground and hurting his left upper shoulder. It is reported that the patient bruised shoulder and hip. Patient visited the doctor and was diagnosed with a class 1 separation of the shoulder. He has a follow up visit scheduled this friday ((B)(6) 2014). No additional information available.